Event description:
It was reported that the liquid crystal display on the external pulse generator was cracked. The generator was returned for service. The paperwork returned with the generator indicated that no specific patient was involved at the time of the incident.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is broken. Lower case is broken and contaminated. Upper case and battery release are contaminated. One bail cover is broken. Lead flex cover is corroded. Lead flex o-ring is crimped. Pcb (printed circuit board) flexs are not fully inserted into the pcb connectors. Battery contacts are crimped. The ring is bent. Battery drawer is broken and latch is damaged. Keyboard window is scratched. Serial number label is torn.